Event description:
It was reported that a patient had been ventilated (with an esprit? Ventilator) using the device in the breathing circuit. Nebulized medication treatments were administered using a salter? Nebulizer, driven by wall oxygen, continuously during the course of nebulization, as opposed to being synchronized with inhalation, as is the case on other ventilation systems. A code was called and the patient was resuscitated. No further clinical sequelae were reported.

Event description:
Dx: aspiration pneumonia, respiratory failure, pleural effusions, copd, trach rx: albuterol/atrovent q4/prn

Manufacturer narrative:
Firm was able to obtain patient information, which has been added to this report. As we don't know what lot number was used on which patient, we have amended the lot number to include both lot numbers reported. See also 9680602-2008-00005. The two returned devices were evaluated in the firm's laboratories. It was not obvious which device corresponded to each of the two patient events reported by the user. Likewise, the two lot numbers reported by the user could not be specifically matched with each patient event. Therefore, this analysis will refer to the devices as device a and device b. In a related fashion, this combined report covers two devices and two events, 9680602-2008-00004 and 9680602-2008-00005. A review of the manufacturing history for both lot numbers reported did not disclose any deviation that would be expected to lead to the reported flow resistance. For laboratory investigation, the devices were ethylene oxide disinfected prior to investigation. Markings seen on a plastic bag accompanying device a read: "28-48 cm h2o replaced 4-25-8 11:06 cv". Markings seen directly on the housing of device b read: "4/24/8 1830". When the external examination was carried out, no abnormalities were observed and the devices appeared to be representative of the current manufactured product. Deposits were not seen in device a; a minor deposit was observed on the patient side of device b. The air flow resistance (delta p) readings obtained from the test device, prior to standard hydrophobicity testing, were similar to that obtained from an unused control device. A standard hydrophobicity test was performed on devices the returned and a control device. No fluid exited the downstream ports of both devices and so these passed. The air flow delta p test was performed again after the standard hydrophobicity of the media was evaluated and the results obtained from the returned device a were only slightly higher than those obtained from the control device (average of 5.4 cm h2o vs. 1.2 cm h20). A breakthrough of liquid past the device was observed at a flow rate between 50-80 lpm. The results obtained from this "wet" test of the returned device b were distinctly higher than those obtained from the control device (160 cm h2o vs. 1.2 cm h20). This device was therefore effectively blocked. A breakthrough of liquid past device b was observed with flow rates above 60-70 lpm. A surface tension evaluation was performed on samples or rinsate collected from the patient sides of both the returned and control devices. Bottled sterile water was used as the control sample and de-ionized water was used as a check sample. The surface tension of the rinsate from both device a and device b were similar to the controls. Conclusion: the user's report of blockage was confirmed for device b. The flow resistance for device a was not appreciably elevated. Both device a and device b exhibited a breakthrough of liquid at the higher levels flow rate testing. The hydrophobicity of the device's medium was normal as were the test results or surface tension of the rinsate. It appears that there are some deviation from normal functionality in both devices, the deviation in device b being more severe than that with device a. These disparities could be related to the effects of nebulized medications. The nebulization system used applied a continuous flow though the nebulizer from a pressure source that was not linked to the ventilator and this may also be a factor in the observations. The device labeling includes statements under the summary: "precautions" heading that address this issue: "rarely an increased airflow resistance occurs with liquid drug nebulization which mandates vigilance." And "ventilator alarms should be in use at all times." Summary: the user's report was confirmed to a varying degree from both returned devices. The deviation from normal device performance may be related to the method of nebulizing medications, as well as the medications themselves. There is no evidence of any defects in the manufacture of the devices. Unless substantially significant information becomes available, this constitutes a final report.